Event description:
Patient was to undergo a cardioversion. Defibrillator was slow to charge. When shock was attempted, device failed and no shock delivered. Device turned off and back on. Was able to charge and deliver shock. When tested, error code a00b was found that day. This code would cause the type of failure experienced by the clinical staff. A loss of the calibration baseline could have been at fault, but I can't prove that this is the reason, though highly likely. The recommended remediation process cleared the error codes, and they did not return. Testing under both a/c and d/c conditions did not produce a single error or shock that was outside of safe operating parameters, even after 30 consecutive shocks at maximum output. FDA safety report ID # (B)(4).